Event description:
Customer reported receiving erratic readings. In blood glucose tests, customer rec'd a reading of 261 and 121 mg/dl within 10 mins. In a second set of back to back tests, results were 121 and 172 mg/dl. The results vary by more than 20% and are considered a malfunction when compared to MFR's specs.